Event description:
Soreness in shoulders, hamstring and buttocks [musculoskeletal pain], hardly able to get out of bed [mobility decreased]. Case description: spontaneous report was received on (B)(6) 2012, regarding a pt (age and gender not provided), initials (B)(6). The pt's medical history was significant for knee pain. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen not provided, in an unspecified location. The lot number for synvisc was not provided. Approx 26 to 28 hours after receiving synvisc, the pt experienced soreness in shoulders, hamstrings and buttocks. On an unspecified date, the pt received second synvisc injection following which the pt's knee was improving but the soreness pain had exceeded the length and severity of the knee pain. On an unspecified date, after the third injection, the pt was hardly able to get out of the bed due to increase in intensity of soreness in shoulders, hamstrings and buttocks. The pt experienced soreness in shoulders, hamstrings and buttocks with second and third synvisc injection as well, approx after 26-28 hours and received a steroid pack to combat the soreness. It was reported six weeks after the first injection, the pt underwent unspecified blood tests due to soreness in shoulders, hamstrings and buttocks. The outcome for soreness in shoulders, hamstrings and buttocks was not yet recovered. The outcome for the event of "hardly able to get out of bed "was not provided. Concomitant mediations were not provided. The intensity for both the events was not provided. This is 1 of the 2 reports reported by the same reporter. The total list of cases created are (B)(4)

Manufacturer narrative:
The qa (quality assurance) summary was received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.